Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb port of the pump was damaged and the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined further troubleshooting.